Event description:
A report was received that the patient underwent a lead explant procedure due to not receiving stimulation therapy caused by a broken lead. Before the explant procedure the patient's lead was displaying a high impedances on two of the lead contacts. During the explant procedure, the physician saw that the lead was broken. The patient is reportedly doing well following the explant procedure.

Manufacturer narrative:
High impedances were reported in 2 electrodes of the patient's cartesia left lead. The electrodes that gave impedances with value 9999+ were e3 and e4. In the procedure it was observed that the electrode e4 of the left lead was broken. The complaints have been confirmed. Visual inspection revealed that the proximal end is bent/fractured between contacts #3 and 4 and cables are exposed. It appears that the lead got damaged during the proximal end's insertion into the ipg port. A damaged proximal end prevents its full insertion into an ipg port causing contact misalignment and high impedance. Review of the manufacturing records revealed no anomalies. Manufacturing has inspection steps that would prevent the release of leads with bent/fractured proximal end. The directions for use states that the user should avoid damaging the lead with excessive force during surgery. The probable cause selected is unintended use error caused or contributed to event.

Event description:
A report was received that the patient underwent a lead explant procedure due to not receiving stimulation therapy caused by a broken lead. Before the explant procedure the patient's lead was displaying a high impedances on two of the lead contacts. During the explant procedure, the physician saw that the lead was broken. The patient is reportedly doing well following the explant procedure.